Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The reported no image condition was due to the condition of the scope and not the video processor as the user reported the device worked with another scope appropriately. As stated on the IFU and as a preventive measure, the user manual states: olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Tac followed up followed up with the customer, and the facility determined that the scope had a bad connection that was likely causing the image issues and have sent the scope in for service. The procedure was completed using a similar scope. The customer further reported that the event delayed the start of the procedure by thirty minutes. The patient was not under general anesthesia at the time of the event. The procedure was completed with a different device. There were no additional error message, alert tones or alarms. The scopes were sent in for service. The video system was purchased on (B)(6) 2015. A review of the repair history was reviewed and showed no previous repair records. The reference video system was not returned, therefore, the root cause of the reported event cannot be determined at this time. However, the investigation is ongoing; if additional information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the clinical engineering specialist at the facility that during preparation for use, the evis exera iii video system unit displayed an white balance incomplete (e311) error message and no image on the screen when using a 180 series duodeno-video scope and they have already tried three scopes and two different video cables. No patient injury or harm was reported.